Event description:
Initial and additional info received from a physician via a sanofi-aventis sales rep on (B)(6) 2010, (B)(6) 2010 and from a physician's assistant on (B)(6) 2010: within the last four months (2010), a pt received hyaluronate sodium (hyalgan) and experienced a syncopal episode, immediately after the injection. No further relevant info reported. This report corresponds to case 1 of 2 (associated case ID is (B)(4)). Pharmacovigilance comment: sanofi-aventis co comments dated (B)(6) 2010: this case lacks sufficient clinical info (e.g. Pt's demographics, complete details of the event, therapy dates and dosages of hyalgan, complete medical history including drug allergies in the past, concomitant medications, etc.) For a proper medical and causal assessment. Additional info has been requested.